Event description:
In april, 1993, a confused trauma patient was in x-ray for a CT scan of head and abdomen. The patient reached out and pulled the inner mylar ring out of the gantry, exposing the inner mechanisms of the scanner. The scanner continued to make 1-second rotations. Had the patient placed his hand in the scanner, serious injury could have occurred.a letter of notification was directed to g.e. Medical equipment detailing the incident and the concerns expresed by the technician.a response was received 6/25/93, in the form of an urgent safety notice which warns of the potential for injury. The notice request that patients be monitored during scanning to prevent dislodging the mylar window. Modifications are pending and willbe provided at no cost to users.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.